Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint final investigation. Update fields: b5, d9, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: air/water channel, cfu: <1, bacterial identification: n/a. Sampling from: auxiliary channel, cfu: 1, bacterial identification: micrococci. Sampling from: instrument channel, cfu: 6, bacterial identification: bacilus cereus, coagulase negative staphylococci, micrococcus luteus/lylae. Sampling from: suction channel, cfu: <1, bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
Addition to the initial report: the gastrointestinal videoscope tested positive for 36 colony forming units (cfus) of escherichia coli and 2 cfu of micrococcus species in the instrument channel.